Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt110 adult dual heated breathing circuit from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A healthcare facility in (B)(6), reported to a distributor that an rt110 adult dual heated breathing circuit did not have a product label. This was observed before patient use.

Manufacturer narrative:
(B)(4) the complaint rt110 adult dual heated breathing circuit was not returned to fisher & paykel healthcare (fph) for inspection. An attempt was made to obtain the complaint device or photographs but no response was received from the customer. Without the complaint device or photographs of the subject breathing circuit kit we would not be able to confirm the reported missing product label. Part of our manufacturing records inspection is to ensure that the lot's production had a correct label set-up before releasing the products for distribution.

Event description:
A healthcare facility in (B)(6) reported to a distributor that an rt110 adult dual heated breathing circuit did not have a product label. This was observed before patient use.